Manufacturer narrative:
Upon receipt, the ICD was not interrogatable. The initial visual inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. Therefore the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 12 days post implant decrease sensing values were transmitted via home monitoring. When the ICD was tested on (B)(6) 2014, a vf was induced and the ICD delivered a shock. After that, the ICD could not be interrogated. Both the ICD and the lead were explanted. No adverse patient side effects have been reported.